Manufacturer narrative:
(B)(4). Cartridge pan. The analysis results found that one ec60a device was returned with no visual non-conformances and a cartridge reload pan was found lodge inside the channel. The pan was removed from the channel and the device was tested for functionality in the articulated positions with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were note to have the proper b-formed shape. While no conclusion could be reached as to how the pan became dislodge from the reload, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the surgeon had used the gun for two firings; the scrub nurse tried to reload the gun for the third firing and was unable to. The surgeon also tried and could not reload the gun. A new gun was opened to complete the procedure. There were no adverse consequences for the patient.